Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cable interconnect. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the high voltage cable on the 6600 system was broken at the connector that attaches it to the c-arm. There was no report of patient injury.